Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image displayed was due to occurrence of poor communication caused by corrosion of contacts. The cause of the corrosion of contacts could not be identified. The following information is stated in the instructions for use (IFU) which may have prevented the event: "make sure that the video plug and its electrical contacts are completely dry before connecting the plug to the video system center. Wet contacts could cause the equipment to malfunction." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
No further information was provided by the customer. The subject device was returned for evaluation. And the customer¿s reported problem of bad image quality was confirmed. The device evaluation found the image has noise (not visible), due to corrosion on the contact point of the video connector. The evaluation also found scope mount looseness and rattling. This investigation is ongoing. However, a supplemental report will be submitted upon completion of the investigation or if any additional information is received.

Event description:
The customer reported to olympus, the camera head has a poor image quality. Inspection and testing of the returned device found noise on the image, due to corrosion on the contact point of the video connector. There were no reports of patient harm. This medical device report is being submitted to capture the reportable malfunction found during evaluation.